Manufacturer narrative:
Received 1 used silicone catheter. The reported issue is inconclusive due to poor sample condition. During the visual inspection no cuff roll were observed and also was observed that shaft is cut. Further inspection noted that there was a cut distal in the shaft to 2¿ of the silicone catheter tip. No others defects were observed. Functional evaluation could not be performed due to poor sample condition. Dimensional evaluation of the catheter was found within specification. Active length was measure and results are as follows: short side= 0.7335¿, long side= 0.7420¿ (per dwg8040 the active length is 0.6¿ to 0.9¿). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon mushroomed. The complainant stated that the catheter was difficult to remove. After the catheter was removed and inspected, a ridge was noted approximately 1 inch from the tip of the catheter. The patient allegedly experienced some self-limited bleeding; however, no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon mushroomed. The complainant stated that the catheter was difficult to remove. After the catheter was removed and inspected, a ridge was noted approximately 1 inch from the tip of the catheter. The patient allegedly experienced some self-limited bleeding; however, no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon mushroomed. The complainant stated that the catheter was difficult to remove. After the catheter was removed and inspected, a ridge was noted approximately 1 inch from the tip of the catheter. The patient allegedly experienced some self-limited bleeding; however, no medical intervention was required.